Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.